Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump during bolus and basal. Through troubleshooting it was noted that the alarm may have been caused by a set or reservoir occlusion. Customer's blood glucose readings at the time of the call were 144 mg/dl. No further information reported.